Manufacturer narrative:
Concomitant medical products: dtpa2qq crrtd; implanted: (B)(6) 2021. 479878 lead; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial under sensing resulting in false termination of on-going atrial tachycardia/atrial fibrillation (at/af) was noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.